Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower assembly, blower bellows, blower cap, blower chassis plate, machine flow sensor, tubing-fi02, tubing-system board, tubing-blower chassis, tubing- low flow 02, foam inlet filter and system board, flow sensor were replaced to address the issue. There was evidence of contamination.